Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("16,000 women have had problems, it migrates out of place and punctures their womb/ the product migrated out of position and caused harm") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.